Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, phrenic nerve palsy (pnp) was observed and a double stop was performed. The phrenic nerve palsy (pnp) did not resolve when leaving the operating room. The case was completed with cryo. It was further reported that the phrenic nerve palsy (pnp) had improved but did not fully resolve at the time of discharge. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files for the date of the event were returned and analyzed. The files show fourteen injections were performed with balloon catheter 2af284, lot 56506; no issues detected. A clinical issue of phrenic nerve palsy (pnp) was encountered during the procedure. The physical product was not returned for analysis. If information is provided in the future, a supplemental report will be issued.